Manufacturer narrative:
Follow-up #1: date of submission 11/19/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2013 with the following findings:the battery was not returned with the pump. Pump powers on with vibratory and audible sounds. A rewind, load and prime sequence were successfully performed. The black box shows no unusual fluctuation of the voltage. The pump was tested with an external power supply and idle, sleep, rewind and load currents all are within specification. No overheating was duplicated during testing. Investigators removed the pump cover; no evidence of loose components or moisture contamination identified inside pump. The complaint could not be duplicated during the investigation. There was no defect found.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient felt something burning and went to the source which was the pump. The reporter stated that the pump battery compartment was very hot. The patient removed the battery and said it was extremely hot. The patient let the pump and battery cool and the battery looked normal. There was no evidence of moisture on the battery or in the battery compartment. The patient replaced with a new battery and the pump was working and they were wearing the pump today. There was no burn or skin irritation. There is no reported adverse event with this complaint. This report is made based on the allegation of the hot pump issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.